Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) ruptured during the retraction portion of the deployment procedure and the device came out of the body. The device was used with a 5f avanti + sheath, which appeared to have frayed on the end of the sheath after removal. Hemostasis was achieved by manual compression to the site. There was no patient injury. No excess force was applied during insertion. The patient was not morbidly obese. Nothing unusual was noted about the device prior to use. The device was removed from the package by the black handle. The device was used in an interventional peripheral procedure using a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity, or presence of peripheral vascular disease or calcium present at the puncture site. There was no resistance or friction experienced when advancing the device into the sheath. There was no prior pta, stent, or vascular graft in the common femoral artery. The balloon lost pressure after being pulled to the arteriotomy. The balloon lost pressure at the 2nd stop. No resistance was noted during withdrawal of the sheath from the vessel. The product was removed intact from the patient. The device is being returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2119001 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) ruptured during the retraction portion of the deployment procedure and the device came out of the body. The device was used with a 5f avanti + sheath, which appeared to have frayed on the end of the sheath after removal. Hemostasis was achieved by manual compression to the site. There was no patient injury. No excess force was applied during insertion. The patient was not morbidly obese. Nothing unusual was noted about the device prior to use. The device was removed from the package by the black handle. The device was used in an interventional peripheral procedure using a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity, or presence of peripheral vascular disease or calcium present at the puncture site. There was no resistance or friction experienced when advancing the device into the sheath. There was no prior pta, stent, or vascular graft in the common femoral artery. The balloon lost pressure after being pulled to the arteriotomy. The balloon lost pressure at the 2nd stop. No resistance was noted during withdrawal of the sheath from the vessel. The product was removed intact from the patient. 182883-1 the product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with stopcock closed and syringe connected to the device. The sealant and advancer tube remained in the manufacturing position. The procedure sheath was returned with the device covering the balloon completely. Per functional analysis, leak testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a radial tear in the balloon of the returned device. A product history record (phr) review of lot f2119001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural and handling factors may have contributed to the reported events. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. The IFU also warns users not to sue devices that appear damaged in any way. Neither the phr review nor the information available suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.